Event description:
It was reported that this pacemaker exhibited high out of right ventricular (rv) pacing impedance measurements. This device is implanted with another manufacturers lead. Boston scientific technical services (ts) discussed the high measurements may be due to the spring contact within the device header and discussed reprogramming options. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
Records indicate this device remains in service. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited high out of right ventricular (rv) pacing impedance measurements. This device is implanted with another manufacturers lead. Boston scientific technical services (ts) discussed the high measurements may be due to the spring contact within the device header and discussed reprogramming options. No adverse patient effects were reported.